Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total shoulder replacement surgical procedure, it was discovered that the small battery drive device was "sluggish" without full power. The reporter indicated that there was a slight delay in surgery to obtain a spare device. The exact duration of the delay was not specified. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functional. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the triggers were sticking and the device emitted an unusual noise (rattle). It was further determined that there was an unknown substance on the trigger components and the contacts on the electronic control unit were corroded. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.